Event description:
It was reported that, during a water vapor therapy procedure, the needle could not be completely retracted into the device shaft. The procedure was continued, but the tip of the needle was slightly protruding from the shaft, so it scraped the urethral mucosa slightly, causing minor injury similar to the abrasions that occur during normal insertion of a delivery device. No treatment was given because it was a minor injury. The needle had not yet penetrated into the urethral mucosa; therefore, the manual retraction was not performed. The device was not replaced because, there were no problems with its use, so the procedure was continued. The procedure was completed using this device without further patient complications.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis did not identify any abnormality with the delivery device. During functional testing, error 220 (device indicates maximum of 15 treatments have been performed) was displayed. Error 220 made the device unable to test for the needle retraction and deployment. The reported event of needle failure to completely retract during procedure cannot be confirmed as the device was not able to be tested due to error 220. The reported event of tissue damage was confirmed. The reported clinical observation of tissue damage is a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation as the cause that contributed to the reported needle failure to completely retract during procedure event cannot be established.

Event description:
It was reported that, during a water vapor therapy procedure, the needle could not be completely retracted into the device shaft. The procedure was continued, but the tip of the needle was slightly protruding from the shaft, so it scraped the urethral mucosa slightly, causing minor injury similar to the abrasions that occur during normal insertion of a delivery device. No treatment was given because it was a minor injury. The needle had not yet penetrated into the urethral mucosa; therefore the manual retraction was not performed. The device was not replaced because, there were no problems with its use, so the procedure was continued. The procedure was completed using this device without further patient complications.